Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported complaint was confirmed through the review of the device data logs. The evaluation determined that the single occurence was due to an software issue. The device was serviced and returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery alarm indicating that the internal battery communication was lost. After the patient stopped therapy, the device generated a power failure alarm that required the user to perform a device restart. There was no patient injury reported as a result of this incident.